Event description:
An open surgery on the lumbar sacral spine for a posterior fusion of vertebrae l5 to s1, due to spondylolisthesis, with intended placement of 4 screws bilateral for fixation (at l5 and s1), was performed with the aid of the display by the brainlab navigation software spine & trauma navigation 2.0. During the procedure, the surgeon: - performed an emergency laminectomy at l5 prior to the use of navigation - with the patient in prone position attached the navigation reference array on the spinous process of vertebra l4 (despite initial placement was planned at l5, this was no longer possible due to the laminectomy). - acquired an intra-operative 3d (x-ray) scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation. - verified the registration and accepted the accuracy to proceed - calibrated a brainlab straight probe, and a non-brainlab tap and screwdriver to the navigation, and verified and accepted the accuracy of the calibrations to proceed. - created a pilot hole at left l5 using a non-navigated, non-brainlab pi-drive - prepared the pedicle with the navigated brainlab probe, followed by the navigated tap. - started the placement of the screw down the prepared path with the navigated screwdriver, but noted that as the screwdriver rotated, the tip of the screwdriver displayed in different positions on the scan, and was also intermittently tracking. - indicated the movements made it difficult to determine if screws were following entry/pathways created with confidence. The intermittent tracking occurred as the instruments were used at l5, blocking the line of sight, of the patient reference placed at l4, by the navigation camera placed at the foot of the operating table. - finished placing the screw and stopped rotating the screwdriver, ensuring the line of sight was clear, and observed on the display of navigation, that the left l5 screw was displaying lateral to its intended position on the navigation display. - acquired an intra-operative 2d (x-ray) scan to verify the screw placement. - determined that the left l5 screw deviated from its intended position (deviating laterally left by 5-6 mm) and removed the screw. - completed the surgery successfully as intended without further use of navigation and closed the patient. According to the hospital: - the deviation of 1 of the 1 pedicle screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery, and the screw was corrected to its intended position with navigation at the very same surgery. - the outcome of the surgery was successful as intended, with all screw placements correct at the end of the surgery. - there was no actual harm nor negative effect to the patient due to the deviating placement, despite an increased risk to harm a critical structure (nerves) due to the deviating screw placement. - there was no harm or negative effect to the patient due to surgery/anesthesia prolong of 10 minutes. - there were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.

Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since a pedicle screw was placed in the patient's spine in a different position than desired with brainlab navigation involved, although according to the hospital/surgeon (treating clinician): - the deviation of 1 of the 1 pedicle screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery, and the screw was corrected to its intended position with navigation at the very same surgery. - the outcome of the surgery was successful as intended, with all screw placements correct at the end of the surgery. - there was no actual harm nor negative effect to the patient due to the deviating placement, despite an increased risk to harm a critical structure (nerves) due to the deviating screw placement. - there was no harm or negative effect to the patient due to surgery/anesthesia prolong of 10 minutes. - there were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the navigation deviation of the instruments, displaying the instrument tips in a different location than they were during instrumentation and deviating placement of the left l5 screw laterally by 5-6mm in this case is: - a not sufficiently accurate calibration of the instruments to the navigation by the user, not following the brainlab recommendation for calibration. In the logged entries for the calibration of the probe, tap, and screwdriver, the x-direction rotation of the tip in the icm displays error. This indicates that the calibration of the instrument can be improved. Contributing factor: - visibility issues of the instrument and patient reference arrays due to the setup of the navigation system and the instrument handling by the user at this surgery, causing line of sight interruptions in the tracking of the instrument. Specifically, this operating room setup caused the instrument arrays to overlap with the navigation reference array resulting in interferences of the arrays, thereby interrupting tracking of the instruments during the instrumentation of the screw. The navigation software issued array visibility warnings multiple times to the user (93 times in 17 minutes according to the logs). Apparently, the resulting deviation in the navigation was not detected by the user with the appropriate and necessary verification checks during instrument calibration and after during navigation. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. : brainlab intends to reiterate the relevant topics regarding the use of the device to this customer.